Manufacturer narrative:
Health impact f2201-biopsy, f2203-imaging required; a review of the device history record has been completed. No deviations or non-conformances noted. The reported events granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mediastinal lymphadenopathy", rupture, "chronic granulomatous lymphadenitis"

Event description:
A healthcare professional reported ¿pain¿, ¿bilateral capsular contracture baker grade ii¿, ¿rupture¿, ¿chronic granulomatous lymphadenitis on the left¿, ¿mediastinal lymphadenopathy¿, and ¿suspicious left axillary lymph nodes¿, "unclear pulmonary local findings". Also reported ¿breast implant illness¿ which is not related to the device. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: pain: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Other-medical-ndr: not applicable as the event is non device related. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
A healthcare professional reported ¿pain¿, ¿capsular contracture baker grade ii¿, ¿rupture¿, ¿chronic granulomatous lymphadenitis on the left¿, ¿mediastinal lymphadenopathy¿, and ¿suspicious left axillary lymph nodes¿, "unclear pulmonary local findings". Also reported ¿breast implant illness¿ which is not related to the device. This record relates to the left side. The device has been explanted.